Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a replace battery alert or replace battery now alarm. The customer also reported that the serial number at the back was missing and the belt clip were glued back on the pump. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss or replace battery alert or replace battery now alarm noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 18:01:00.000, alarm alert notification, (B)(6) 2021 18:01:10.000, alarm alert cleared. (B)(6) 2021 19:21:00.000, alarm alert notification, (B)(6) 2021 19:21:12.000, alarm alert cleared. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: during visual inspection, there was no missing serial number label or glued belt clip noted. The test p-cap/reservoir does lock properly inside the reservoir tube.  The insulin pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert and also device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.